Event description:
It was reported that the patient is experiencing pain with an inflatable penile prosthesis(ipp). The cylinders are crooked. One cylinder inflate while another one does not. The urologist speculates that this is due to fibrosis on the left side. The patient is seeking a second option.